Manufacturer narrative:
Checking the manufacturing charts of the involved part codes, no pre-existing anomaly was discovered on the items belonging to the same lot numbers. We will submit a final MDR as soon as the investigation is complete.

Event description:
Revision surgery due to pain and loosening of implant, performed on (B)(6) 2024. The components removed were the following: physica kr femur comp. Left #7 (part code (B)(6), lot number 17as01w, sterilization (B)(6)). Physica fixed tibial plate #7 (part code (B)(6), lot number 1800879, sterilization (B)(6)). Physica kr tib. Liner left #7 (part code (B)(6), lot 15at0gg, sterilization (B)(6)). Previous surgery took place on (B)(6) 2018. The patient is a male, 60 years old. The event happened in the united states.